Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported left side "enlargement and pain on the left breast. Usg and MRI was performed and it was observed that there was liquid. Patient was operated and liquid was controlled." The device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: weight to the spec, cloudy color in the gel, red particles in the shell, deformation, gray biological tissue, crease fold and wear abrasion. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported left side "enlargement and pain on the left breast. Usg and MRI was performed and it was observed that there was liquid. Patient was operated and liquid was controlled." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "enlargement and pain". This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side "enlargement and pain on the left breast. Usg and MRI was performed and it was observed that there was liquid. Patient was operated and liquid was controlled." The device has been explanted.